Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited broken charged coupled device (r-unit) and green image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the green image was a broken charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.